Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were complaints of interference between outside technology and the implantable cardiac monitor. It was also reported that the mobile monitoring application was having issue with telemetry. It was further reported that some of the issues encountered were as follows 'nearby smart devices activating or intensifying when walking past them/ sudden disconnections, pairingissues, or anomalies in telemetry reporting and symptoms of vibrations, palpitations, and irregular sensations with no corresponding device alerts'. The icm remains in the patient. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.